Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively. The explanted device will not be returned.